Manufacturer narrative:
A review of the device history record for strattice lot sp100134 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 25/sep/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral incisional hernia surgery and was implanted with first strattice device lot sp100176-065 on (B)(6) 2015 and 2nd strattice device lot sp100134-164. On (B)(6) 2016, patient underwent partial explant midline mesh and revision rlq mesh with enterolysis of adhesions bowel to mesh & implant additional mesh (non-abbvie device) for recurrent ventral hernia repair with complex abdominal fascial repair and jp drain placement. As per the ppf form, the patient claims: interventional revision and removal surgery, pain, hernia recurrence, abdominal bulge, adhesions requiring enterolysis, partial mesh explant, mesh revision, additional mesh implant, jp drain x 2 placement, emotional injuries without treatment. The form lists the condition that was treated: hernia recurrence, pain, abdominal bulge between october 2014 - may 2015. Interventional revision and removal surgery, pain, hernia recurrence, abdominal bulge, adhesions requiring enterolysis, partial mesh explant, mesh revision, additional mesh implant, jp drain x 2 placement, emotional injuries without treatment approximately october 2016. The ppf form also indicates that the patient was implanted with a non-abbvie device with gore bio-a tissue reinforcement with lot #: 14458330 on 26/oct/2016. The form indicates that the device has not been removed/revised. This emdr is being submitted for 2nd strattice.